Event description:
The surgeon placed the instrument across bowel, fired, released the instrument and noticed no staples were deployed but the instrument had cut through the tissue. Surgeon reloaded the same gun with a new 4.8 mm reload which was fine. No sample has been returned by the hospital for testing. Pt sex: unk procedure: bowel (specific procedure unknown).